Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly and the display module. Visual inspection observed no ano malies on the main board, the display module had a compromised red wire. Bench analysis noted that the main board failed active current drain tests on the automated test console. The test results were verified, the cause of the current drain was a leaky capacitor. After the capacitor was replaced, the board was assembled into a golden case and passed all tests on the automated test console. The errors in the error log were caused by the pinched red wire on the display module. Conclusion: the reported event was confirmed for the error, the other errors were confirmed in the log. The active current failures were a result of a leaky capacitor.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the red display wire was pinched and exposed. It was also indicated that the output connector assembly and lower case were broken. It was also indicated that the main printed circuit board were out of specification electrically. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) experienced an error. The epg was returned for service. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.